Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to their heart rate. The heart rate was found to be at the upper tracking rate of the programmed settings. An interrogation showed numerous episodes of ventricular tachycardia (vt) and supra ventricular tachycardia (svt); however, the physician was not sure what the patient's rhythm was. Possible undersensing was noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No patient complications have been reported as a result of this event.